Manufacturer narrative:
One smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter was returned for analysis. Sample was visually examined for any potentially related nonconformances and found to be acceptable with no bent or broken cannula damage noted. Magnified examination of the device displayed no evidence of cannula or bevel tip damage, as well as no cannula skiving noted in the sheath component ID. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that upon insertion of a smiths medical peripheral intravenous catheters (pivc)/jelco safety viavalve catheter, the needle broke in half, part of the needle was extracted, and the other half was intact inside the catheter. As a precaution area was palpated and patient reported no pain with palpation in the area. No adverse effects were reported.